Event description:
The pump was returned for investigation. Investigation revealed a dim display screen. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display was observed to be dim, and pink in color. The pump was exercised for 24 hours, the battery was removed for 6 hours, and the time and date reset to the default setting. There was no evidence of related power reset events recorded in the black box. The pump was opened to investigate and an internal clock battery malfunction was observed to have occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).